Event description:
The patient was unable to adjust stimulation and had no stimulation sensation following a fall onto the hip on the side of her implanted device. Additional information was requested.

Manufacturer narrative:
(B)(4)